Event description:
It was reported that the programmer's "telemetry" connection was bad, that the radiofrequency programmer head would not work without holding pressure at the connection point to the programmer. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer's "telemetry" connection was bad, that the radiofrequency programmer head would not work without holding pressure at the connection point to the programmer. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer's telemetry connection was bad, and the link electronic module printed circuit board was therefore replaced and calibrated to resolve. Also, a wire was removed from inside the system fan and the system fan was replaced. (B)(4).